Event description:
Leakage was observed from the connection between reservoir of vamp plus and tubing under 100mmhg pressure. Event date is unk.

Manufacturer narrative:
Device has not been returned for evaluation at this time.